Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the analyzer and confirmed leaking from the sample probe collar wash. Multiple parts were replaced to address the leak. Parts replaced included all three wash/vac probes, sample probe, cc (cartridge chemistry) sample probe wash collar and t- valve. Identified failure mode: the failure mode is unknown. No erroneous test results were associated with this event. A leaking sample probe and/or sample probe collar wash can impact any or all chemistries, including critical chemistries, upon recur. (B)(4).

Event description:
The customer reported a leak when using the unicel dxc 800 synchron system. The customer described the leak as a small amount of fluid in the reaction wheel cover beneath the cc (cartridge chemistry) sample probe of the instrument. The customer checked all syringe and probe connections and found all were tight. The issue was referred to a beckman coulter field service engineer. The leak was contained to the instrument. The operator wore gloves and a lab coat while operating the instrument. There was no report of operator exposure or injury. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.